Manufacturer narrative:
The subject was evaluated and found to have a broken component that prevents us from functionally testing the product. As a result, we are unable to duplicate or confirm the reported problem.

Event description:
It was reported that the device is firing straight shots.